Event description:
During cardiopulmonary bypass, the user observed that one of the two pump rollers was not occluding the extracorpoeal circuit tubing to the degree expected. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
The roller pump was evaluated at the user location by a service representative. The pump roller met all applicable specifications. The user had apparently not followed the device instructions in that, when the roller occlusion is adjusted, it should always be adjusted in the outward direction. Failure to do so can result in the observed mismatch between the rollers' occlusion settings. The user was instructed as to the proper occlusion setting technique.